Event description:
It was reported that the patient has a mood disorder/depression which had been affected by some medications, and he attempted suicide in (B)(6) 2008 by medication overdose. At the time the patient was exhibiting "very concerning psychiatric symptoms with severe negativism, agitation, labile effect, severe irritability, anger, suicidal ideation, and depression." Patient stated that "nobody understands him"; or what he has gone through since his brain injury and "doctors are useless" and can't help him. Per notes, up until just before suicide attempt, the patient did not have regular care with a psychiatrist which complicated issues more. The family attributed a lot of his mood disorder to medications when these problems more likely stem from the traumatic brain injury, per physician. The patient was advised to resume psychiatric care and that his medication should be locked up. Attempts for further information have been unsuccessful to date.